Event description:
Three helipaq coils did not detach in the aneurysm. Once the coils were placed into the aneurysm the coil was then connected to the enpower disconnection system. The fault light indicator was green not red. The detachment button in the sterile field was pressed with no beeping heard and the coil was still attached to the device positioning unit (dpu). The steps taken to try to detach were: 1) disconnect coil from the cable and reconnect 2) disconnect detachment cable and re-insert into the detachment box 3) no signs of water contamination was seen 4) re-aligned the t 5) turned the detachment box off and on 6) opened a new enpower cable 7) the detachment button on the detachment box also failed to disconnect the coil. The coil was then removed from the aneurysm. Note: there were 11 other micrus coils successfully deployed before and after this incident.

Manufacturer narrative:
The unidentified microcatheter was not returned. The dcb was not returned. The detachment fiber did not receive heat and melt. The coil was returned undamaged. Additional electrical testing and manipulation could not pinpoint the specific location of the wiring and/or solder damage. The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils nondetachment was due to internal wiring and/or solder junction damage. The location of this damage could not be found. The circumstances of how and where this damage occurred cannot be determined. However a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions are taken. This is report 3 of 3 related to (B)(6). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.